Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were over responsive with moisture. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 16-jul-2018- device evaluation: the pump has been returned and evaluated by product analysis on 20-jun-2018 with the following findings: during investigation, the keypad was intact and all keypad buttons responded to user input. Moisture was found behind the display lens. The keypad was removed to find no contamination under the button contacts. The pump cover was removed to find moisture ingress on the printed circuit board and keypad connector.